Manufacturer narrative:
No actual sample and picture returned, the specific leakage position of indwelling needle could not be determined. DHR review(lot# 1051557): the complaint gauge was 24g,assembly at auto line 4 in apr. 2021,packaging at r245 packing machine in apr. 2021, lot quantity was (B)(4). Review the in process test and outgoing test report for this lot product, all test results met the product specifications, no abnormal for it. Review the production records and machine troubleshooting records for this lot product, no abnormality, deviation or rework activity. Leakage test the retained sample of this batch, and no leakage was found. Please refer to the attached test report. No same complaint was received from the complaint lot. Conclusion(s): no abnormal found on process, as no defective sample returned, further analysis could not be done, the root cause of indwelling needle leakage could not be determined.

Event description:
It was reported that the bd saf-t-intima¿ closed IV catheter system had fluid leakage. The following information was provided by the client: "the patient was given venipuncture, and fluid leakage from the indwelling needle was found during exhausting."